Manufacturer narrative:
It has been noted that this incident has already been captured under completed mdrs with the following MFR report #s: 1213809-2020-00314, 1213809-2020-00268. This submission can therefore be disregarded.

Event description:
It was reported that an unspecified number of syringe 10cc s/t wos sterile water bns experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: material no: 304086, batch no: 0022961 & 0055331. The material 304086 for two lot numbers had defective marking on the syringes. Customer stated the markings were missing or deformed or unreadable. The two lot numbers are 0022961 & 0055331.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0022961, medical device expiration date: na, device manufacture date: 2020-01-22. Medical device lot #: 0055331, medical device expiration date: na, device manufacture date: 2020-02-24.

Event description:
It was reported that an unspecified number of syringe 10cc s/t wos sterile water bns experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: material no: 304086 batch no: 0022961 & 0055331. The material 304086 for two lot numbers had defective marking on the syringes. Customer stated the markings were missing or deformed or unreadable. The two lot numbers are 0022961 & 0055331.